Event description:
Pt experienced neck and arm pain above catheter site. Pt came to hosp for dye study. Unable to flush. Pt complained of pain and neck now swollen. Dye study showed a piece of catheter free-floating in right atrium. Pt underwent procedure via groin area to retrieve the piece. Pt discharged. No problems.